Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 211,300 joules during a prostate procedure. The procedure was completed with a second fiber. No injury to pt reported.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical; a code request has been submitted.